Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. No changes were reported. The patient status was unknown.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. High captures thresholds and a lead break were also noted. Post-procedure there were no patient consequences.